Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid surrounding the whole left implant, late seroma, bia-alcl," and "itchy."

Event description:
Physician reported left side "fluid surrounding the whole left implant, late seroma, bia-alcl," and "itchy." Pathology results provided as "diffuse cd45, cd4 and cd8 positive. Occasionally these cells are cd3 positive, however cd20 is completely negative." Device has been explanted. Physician additionally reported "intermittent pain;" this event is not related to the device.